Event description:
It was reported the pt is experiencing discomfort and pain at the ipg site with stimulation on or off. The pt met with the physician and received a steroid injection at the ipg site. The pt was instructed to follow-up with the physician if the discomfort does not subside.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.